Event description:
It was reported that an administration set for blood and blood components had dirt inside the tubing by the screw cap top. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.